Manufacturer narrative:
Investigation summary: the reported events of pump stoppages and low flow alarms was confirmed based on the analysis of the log file submitted by the account. Based on past experience with the heartmate ii lvas and similar reported events, the pump stops observed in the submitted log file that occurred while the patient was supported by the mpu could be indicative of driveline damage. The device appears to be functioning as intended. The heartmate ii lvas IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. This document additionally outlines all system controller alarms, as well as the appropriate actions associated with them. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device: 3 years and 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced low flow and pump off alarms on (B)(6) 2019. A log file analysis revealed multiple pump stops and low speed operations. These types of behaviors have been linked to potential issues with the percutaneous lead. These events were noted to only occur while the patient was connected to the mobile power unit (mpu).the account was advised to keep the patient on battery power until further evaluation has been completed. No further information was provided.